Manufacturer narrative:
Review of the logfiles for the day of treatment shows during start up the calibration checks were performed without any issue. The image of the ablation check was, according to the low brightness of the image, hard to be identified but seemed to be valid. The user performed further energy checks in the recommended time range with no relevant deviation of the energy noted. During the complete day no abnormalities, deviations or other issues can be identified, and there was also no further relevant error or warning message. The complete day shows no interrupted treatments, and suction time ranges were normal. No abnormalities or deviations can be identified by the logfile review. System history shows that the laser was verified successfully after the date of event. No abnormalities could be found during treatment report review. A root cause has not been identified conclusively. Lacrimation or excess fluid on the cornea are potential contributing factors influencing the flap thickness. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical consultant reported lasik flap thickness was different than what was programmed treatment in a patient's left eye. Upon follow up, the flap thickness was checked immediately after lifted. No other method or instruments were used to check the flap thickness. Surgeon has no concern with outcome. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.